Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review was performed and the f-94 alarm code was confirmed. The cause for the reported condition was determined to a low battery. The battery was replaced to correct this condition. No further action was required. The device was returned to good working condition. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
A customer reported receiving an f-94 alarm code on the flogard infusion pump. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.